Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the right internal iliac artery (iia) during treatment of an endovascular aneurysm repair (evar). After the evar (medtronic endurant) it was chosen to do a single access ibe with a 10 fr steerable destino reach sheath. A gore® excluder® iliac branch endoprosthesis was successfully deployed, and the steerable sheath remained in position over a through-through wire. Because of the steep angulation of the iia on the right side, it was very difficult to get the vbx device in position. After multiple attempts to get the vbx device in position, they had to remove the vbx device because they lost access with the rosen wire in the iia. The decision was made to try and gain access in the arm. After retracting the vbx device through the introducer sheath, it was clear that they removed only the vbx balloon, and the stent remained in place. The wire was still in the stent, so they advanced a 5 mm pta balloon to open the vbx device, then used a 14 mm pta balloon to post dilate it proximally in the contralateral limb of the ceb (proximal part vbx was at the level of the flowsplitter). An additional vbx device was placed distally. Final angio showed a great result. The patient did not experience any adverse consequences.

Manufacturer narrative:
H3: other code: as the device remains implanted, a further investigation cannot be conducted. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Imaging evaluation: the returned clinical item was reviewed by a gore imaging specialist. The item received could not be used to perform a full imaging evaluation. Therefore, the extent and accuracy of the observations and findings were limited due to the completeness, format and/or quality of the item provided for review. The image provided for evaluation could not confirm the event, and an evaluation in relationship to this event could not be provided. The primary reported failure mode, related to difficulty positioning/advancing the vbx device, could not be independently confirmed with the item provided for review. The field reported steep angulation of the target treatment location in relation to the reported positioning/advancement difficulties. Therefore, the root cause is consistent with patient-related circumstances (i.e., vessel angulation) as reported. The subsequent reported stent-graft dislodgement was indicated to have occurred following retraction of the endoprosthesis through an introducer sheath. Therefore, the root cause of the dislodgement is consistent with unintended use error as reported, specifically user tries to remove delivery system with stent still mounted leading to the potential for stent migration. The IFU contains instructions concerning device withdrawal and warns against the retraction of a fully introduced stent-graft into the sheath to prevent dislocation. The IFU instructs the user to withdraw the endoprosthesis close to the sheath to allow removal in tandem if withdrawal prior to deployment is necessary. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: ¿do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath can cause dislocation and/or dislodgement and damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation which may result in vessel damage and/or ischemia, potentially requiring surgical intervention. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem.¿ cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used in the right internal iliac artery (iia) during an endovascular aneurysm repair (evar). After the aortic endurant mainbody (medtronic) was placed, a single access approach was made to successfully implant a gore® excluder® iliac branch endoprosthesis (ceb device) which was advanced through a 10fr steerable destino reach sheath (biotronik) over a through-through wire. Because of the steep angulation of the iia on the right side, it was very difficult to position the vbx device. After multiple unsuccessful attempts they lost access to the iia with the rosen wire. Therefore they removed the vbx device through the introducer sheath. Once removed they noted that only the vbx balloon delivery catheter was retracted while the vbx stent remained inside the patient. As the rosen wire was still in the vbx stent, they advanced a 5 mm pta balloon to expand the vbx stent and then used a 14 mm pta balloon to post dilate it proximally in the contralateral limb of the ceb device with the proximal part of the vbx stent at the level of the flow divider. An additional vbx stent was successfully placed distally to complete the procedure. Reportedly, the patient did not experience any adverse consequences.

Manufacturer narrative:
B5 describe event or problem was updated.